Event description:
The pt reported he lost stimulation and is unable to charge or communicate with his scs ipg. It was also reported the pt is no longer able to walk due to the loss of stimulation (pain). The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Add'l 1627487-07/26/2012-002-r, 1627487-05242011-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.